Manufacturer narrative:
Internal complaint reference case (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found tape residue around the soak cap. A functional evaluation found a handpiece sensor error and a button does not actuate the motor. The complaint was confirmed and the root cause has been associated with an electrical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors that could have contributed to the reported event include an internal short or component failure of the hall board. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during setup or inspection, the powermax elite handpiece motor drive unit, did not work. It is unknown if there was a backup device available or if there was a delay in the procedure. No patient injury was reported. Results of investigation have concluded that this unit hand piece sensor fault which makes it a reportable event.